Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's atrial lead presented with dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2025. There were no patient consequences.

Event description:
It was reported a patient's atrial lead presented with dislodgement. No changes were reported. There were no patient consequences.